Event description:
#Medwatcher #(B)(4). Soon after, I had it done, I experience pain in my tubes. Since then, I constantly get sharp pain in my left abdomen. I had an ultra sound done at the ER and I was covered by my insurance.